Event description:
It was reported that balloon rupture occurred. Vascular access obtained via the left common femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. After a non bsc guide wire crossed the lesion, a 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced for dilation. The balloon was inflated to 5 atmospheres for 5 seconds on the first inflation however the pressure on the inflation device did not increase. The device was removed and it was found out that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).